Manufacturer narrative:
Complaint evaluation the customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display and face plate assembly. Customer resolution and conclusion based on the conclusion of the evaluation, it was determined that this was a malfunction of the display and face plate assembly. The display and face plate assembly were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was requested of philips that the keypad for the device was faulty. There was no patient involvement.